Event description:
Device malfunction: lever failed to park foot. Time of malfunction: during vessel closure. Symptoms/ae: surgical removal of the device, arterial repair. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the lever could not be moved to retract the foot and remove the device. The physician believed the reason the foot did not retract was likely due to tissue interaction. The physician disassembled the device in an unsuccessful attempt to park the foot and remove the device. The device was surgically removed and the artery was surgically repaired. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary - the device was not returned for investigation; however, the director of r&d for abbott vascular examined part of the disassembled device at the site's risk management lab. The condition of the device was consistent with having been disassembled during surgical removal. The customer stated that there was tissue that came into the lab with the device but the tissue was discarded. Reportedly, the physician attributed the inability to close the foot to be related to tissue interaction. Based on the observation of the device remnants and the statements of the physician, the likely cause for the inability to park the foot was interference with the pt's anatomy. No manufacturing issues were detected and a root cause for the reported event could not be determined. The lot number was not identified, a device history record review for this lot could not be performed.